Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "rupture" diagnosed by mammogram and ultrasound. Additionally, healthcare professional reported "palpable lump". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as surgical impact opening and missing assessed as inconclusive. Shell thickness was within specification). ¿ visibility/palpability: unable to observe since it is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed, as surgical impact opening. And missing assessed, as inconclusive. Shell thickness was within specification. As per the investigation procedure: non-penetrating nick was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional, later reported, "hole non specific". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, later reported, "hole non specific". This record is for the right side. Device has been explanted and replaced.